Manufacturer narrative:
Insertion post could not be detached from dental implant. Therefore implant was removed during procedure of placement. Dentist should have consulted IFU j8000.0327 to prevent this from happen.

Event description:
Insertion post could not be detached from dental implant. Therefore implant was removed during procedure of placement.